Event description:
It was reported that a patient underwent an MRI of the hips using the 12 channel torso coil followed by an MRI of the shoulder. The patient was sedated for the exam. The patient was monitored with EKG/blood pressure cuff and pulse oximeter. The pulse oximeter was on the left index finger. The site did use pads along with draw sheet, and pad beneath the patient used for transporting. Between exams no injury was observed. For the shoulder exam the patient did have the cables on top of him running out of the bore. After the exam the nurse noted the posterior side of the left forearm was red and a large blister (size of a dollar bill) was seen. The radiologist assessed the burn and called the primary physician to report the injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.